Event description:
Customer's mother reported that the customer was having difficulty priming the reservoir the day before the call. Customer's mother stated that there were air bubbles present in the reservoir that could not be removed. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.